Event description:
It was reported that a right ventricular (rv) and right atrial (ra) leadless pacemaker (lp) exhibited stretched helices after becoming caught on the tricuspid valve. It was also noted that the devices failed to capture. Procedure was completed by swapping out the rv lp and making the system only single chamber. Patient was asymptomatic with no consequences.

Event description:
It was reported that a right ventricular (rv) leadless pacemaker (lp) exhibited a stretched helix after becoming caught on the tricuspid valve. The helix issue was noticed when device had to be repositioned after fixation due to a failure to capture and low current of injury. The failure to capture was solely attributed to patient anatomy difficulties. Device also prematurely separated from the delivery catheter during the repositioning procedure. Procedure was completed by swapping out the rv lp. Patient was asymptomatic with no consequences.

Manufacturer narrative:
Correction: please remove 2017865-2026-08345 from h10 related report numbers section as the report was retracted.

Manufacturer narrative:
Correction: remove 2017865-2026-08427 from h10, related report numbers.

Event description:
New information received indicated there was no premature separation noted.